Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator had exhibited a diagnostics anomaly. No patient symptoms were reported. On (B)(6) 2014, the patient was seen again and the device exhibited premature elective replacement indicator. After a software download, normal device function resumed. The patient was doing fine.